Event description:
It was reported that a trial patient slipped on a wet floor and fell the thursday prior to the report. After the fall the patient felt uncomfortable stimulation in the wrong location. The stimulation had moved to their right shoulder, nipple, and flank/ribs. Imaging was taken and x-ray confirmed that 8-15 compact lead had migrated cephalad to t3. Reprogramming of the 0-7 subcompact lead was performed. They were switched to group a and the patient was receiving good relief with the lead that had not migrated. The trial was successful and the patient was going to proceed with implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).